Event description:
It was reported that control-iq decreased basal insulin delivery due to inaccurate cgm values. There was no adverse impact to the customer's blood glucose level, with an actual reading of 18.6 mmol/l. The customer took corrective action by administering a correction bolus via the pump and acknowledged that the pump was functioning as intended based on the data provided by the cgm. The customer was educated that the system relies on cgm data for accurate insulin delivery adjustments.